Manufacturer narrative:
It was reported to abbott, a patient stated that their patient controller was showing the message "replace generator soon". The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported that programmer displayed the error message ¿replace generator soon.¿ it was later determined that the ipg had reached end of life (eol). Surgical intervention may be undertaken to address this issue.